Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via merlin transmission non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. The device was reprogrammed. No further issues reported.